Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) USA has been used as a default.  FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5109336. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: patient reported 2 broken needles. No adverse event reported. Needles are used to inject tymlos.

Manufacturer narrative:
H.6. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 unspecified bd pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: patient reported 2 broken needles. No adverse event reported. Needles are used to inject tymlos.